Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported that while using the unspecified bd¿ insyte IV catheter, the catheter seems to be burring when advanced. It feels like the catheter does not seat correctly when trying to reposition and advance again. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Additional information provided from "unknown" status. To: brand name: the bd instaflash ¿ cannula with puncture control. Catalog number: 381244. UDI: (B)(4). Manufacturing site location: becton dickinson medical ((B)(4)).

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Bd could not conduct the DHR review since the batch number is unknown. The root cause cannot be determined as no samples were returned for investigation. No corrective action is necessary at this time.